Event description:
Pt had surgery on (B)(6) 2012. It was observed that pt had "honeycomb corticl bone" resulting in spinner implants. Pt also implanted with a secondary implant in the event the primary implant did not osseointegrate. Pt fit abutment on (B)(6) 2012 and fit with external processor on (B)(6) 2012. On (B)(6) 2013 pt found the implant/abutment on his pillow. Pt not to be re-implanted at this time.